Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprostheses (10mm x 80mm) was implanted into the common bile duct during an ercp to treat a stricture on (B)(6), 2010. According to the complainant, the physician was attempting to treat a 5.5cm stricture within the proximal portion of the common bile duct caused by a cholangiocarcinoma. The patient's anatomy was tortuous. After the physician had pre-dilated the stricture, the physician successfully deployed the stent. The physician noted that the correct stent size was chosen, and that the stent fully expanded after deployment. However, approximately 6 hours later, fluoroscopy revealed that the deployed stent appeared to be roughly 4cm. The physician decided to bridge the stricture by using a 6cm metal biliary stent (confirmed bsc device; unknown upn). Placement of this stent successfully resolved the issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Per the audiologist, the patient contracted meningitis after initial implantation surgery. More information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Device not available for analysis.(B)(4). Device not available for evaluation.

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2011. (B)(4).